Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The patient contact of a peritoneal dialysis (pd) patient reported that they were hospitalized on (B)(6) 2023 for an infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2023 the patient was brought to the emergency room (ER) with abdominal pain and low blood pressure. The patient was diagnosed with peritonitis and admitted to the hospital. The pd effluent culture resulted positive for neisseria canis, a gram negative coccobacillus. The patient was administered antibiotic therapy with intraperitoneal (ip) ceftazidime 2g once a day in a 6-hour dwell for 21 days. The patient was discharged from the hospital on (B)(6) 2023. The patient continues to complete the antibiotic therapy during recovery. The patient is completing pd therapy utilizing the liberty select cycler. The cause of the peritonitis was due to the patient¿s pets being permitted to be around during treatment and additionally, the patient not wearing a mask for treatment set-up. No further information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis has been attributed to the patient¿s pets being permitted into the room where treatment is performed as well as the patient not wearing a mask for treatment set-up. This is further supported by the culture result of neisseria canis, a species found in the oral cavity of human and domestic animals. Zoonotic infections emphasize the importance of hygiene while manipulating pd tubings which is mandatory to avoid any type of infectious complication in pd. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
The patient contact of a peritoneal dialysis (pd) patient reported that they were hospitalized on (B)(6) 2023 for an infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2023the patient was brought to the emergency room (ER) with abdominal pain and low blood pressure. The patient was diagnosed with peritonitis and admitted to the hospital. The pd effluent culture resulted positive for neisseria canis, a gram negative coccobacillus. The patient was administered antibiotic therapy with intraperitoneal (ip) ceftazidime 2g once a day in a 6-hour dwell for 21 days. The patient was discharged from the hospital on (B)(6) 2023. The patient continues to complete the antibiotic therapy during recovery. The patient is completing pd therapy utilizing the liberty select cycler. The cause of the peritonitis was due to the patient¿s pets being permitted to be around during treatment and additionally, the patient not wearing a mask for treatment set-up. No further information was provided.